Manufacturer narrative:
(B)(4). Multiple requests for return of device have been made but no device has been returned.

Event description:
It was reported that during an unknown procedure, the clipper was not able to form proper shape. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: please clarify what the clipper was not able to form proper shape means (please describe shape of clips)? The clipper is more like x shape. Did the device deliver a scissored clip? If so, did clip cut structure upon firing? If clip cut structure, how was structure repaired? Yes, scissored clip, it didn¿t cut the structure. What type of procedure was being performed? Mie. Which firing of the device did this event occur on? 10th. What vessel or structure was the device fired on at the time of the event? Vessel. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Unknown. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was device fired on or near another clip or instrument? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? What was found? No. Does the patient have any relevant history of surgical treatments? If so, what? Unknown. Did somebody other than the primary surgeon fire the instrument? If so, whom? Unknown.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received with the handle cracked. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, seven clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. No conclusion could be reached as to what may have caused the scissoring incident and the broken handle. The batch record was reviewed and no anomalies were noted during the manufacturing process.